Manufacturer narrative:
(B)(4). Device(s) available for analysis. Engineering eval completed by (B)(4) on 2019.08.06. Design-related issues: the design of the alteon liner trial has been in the field since 2019. Exactech is aware of (B)(4) complaint reports involving broken acetabular liner trials since 2008. This issue does not appear to be design related. Mfg-related issues: exactech is aware of 1 other complaint involving parts from this manufacturing lot of (B)(4) units, which has been in the field since 2019. Both incidences reported that the liner trials had been impacted, which is not included in the operative technique (711-84-00) for this device. Therefore, this issue does not appear to be manufacturing related. Corrective actions are not required because the occurrence rate is ¿very low¿ and the risk is captured in the rmr. The fractured liner trial reported in (B)(4) was likely the result of applying excess force to the jammed device during extraction. Alteon cup operative technique (711-84-00 rev -), the liner trial can be placed by hand into the acetabular cup without the need for impaction. Impacting the device may have resulted in the liner trial becoming jammed in the cup, requiring extra force to remove it. If the trial¿s extraction feature were to break during surgery, alternative methods can be used to remove the trial from the cup. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. A piece of the trial liner was broken off in the patient. There was no delay to surgery and rep can confirm that nothing was left in the patient. Impacting the liner trial is not included in the operative technique (711-84-00) for this device. An investigation was conducted: the fractured liner trial reported was likely the result of applying excess force to the jammed device during extraction.

Event description:
It was reported from the us that the surgeon had an issue with a trial liner. The surgeon broke a g7 neutral liner trial during a primary hip replacement case. One little piece broke off and was fished out of the cup. The patient was fine leaving the operating room. The agent did not think the surgeon was happy with the placement of the cup, via the post op x-ray and from feedback from his team, but it had nothing to do with the liner trial breaking. On thurs (B)(6), the surgeon contacted a member of the hip team reporting lucency was observed on an x-ray with an acetabular cup (group 7, 56mm). No revision or other intervention reported, the surgeon just wanted to inform the team of this. The observed lucency was observed in an immediate post-operative x-ray and the surgeon did confirm that the cup was stable. The surgeon thinks that the issue is with the plastic and that it should be reinforced with some sort of metal on the nipple end. The agent mentioned to the surgeon that the liners are not meant to be impacted, but he doesn't feel it seats properly ¿without a good whack¿. The agent was present during the surgery. Device returned. Patient information was not provided. Impacting the liner trial is not included in the operative technique (711-84-00) for this device. No additional information has been provided by the contacts related to this event following multiple attempts.